Event description:
Pt underwent arthroscopy to left knee. A j-p drain 10 french round, was inserted during surgery. The drain was removed the following day. Twenty-six days later, the pt was evaluated for ongoing post surgical pain. Radiographs confirmed a retained piece of drain. The pt was returned to surgery for removal of the retained portion of the drain. A 5 1/8" drain remnant was removed. It appeared to be severed at approx 0.8 inches above the white portion.